Manufacturer narrative:
Exact date unknown, event occurred few years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14147793/14147793. Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43160, model: sc-4316, batch: 14309341.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient experienced extended or frequent ipg charging. No device malfunction suspected. The patient underwent a procedure wherein the all device components were explanted and the patient was doing well postoperatively. The explanted device components will not be returned.